Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker appears to have exhibited premature battery depletion as the device hit an end of life status without triggering explant status first. This device remains in service. No adverse patient effects were reported.